Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that doors 5-8 were not detected on the bus. A field service engineer (fse) doors were working fine in hardware test application (hta). After further testing, fse found that serial bus cable was disconnected & re-connected to wrong port on comm sled. Additionally, the fse reconnected the serial bus cables to ports 2 and 3 on the comm sled, successfully restoring door functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower door device, it was not detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.